Manufacturer narrative:
Onsite inspection of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specification. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that bedside monitor model 91369 with command module model 91496 and central monitor model 91387-38 failed to alarm for low spo2 on (B)(6) 2015 at 10:25 p.m. Subsequent to this event, the patient experienced asystole and expired.

Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. Spo2 desaturation with associated alarm was located in the database for the reported event time. This alarm lasted for 27 minutes. 14 minutes after initiation of the spo2 alarm the heartrate begins to decrease with an associated high priority alarm that lasted 25 minutes. As the alarm condition identified in the complaint was appropriately classified and documented in the ics database, and audible and visual alarm indicators operated according to specifications when tested by a spacelabs field service engineer, we know of no reason that alarm indicators at both the bedside and central monitors would not have been present at the time of the complaint episode. This supplemental report is considered final and the issue closed.